Event description:
The end user alleges, he was going from a recline position to a seated position, when the chair continued to raise him to a full standing position, he lost his balance and fell. The end user sustained a fracture femur to his left leg requiring hospitalization.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. Cannot draw any conclusions at this time.